Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic radical resection of rectal cancer, on rectal anastomosis, the staple anvil center rod was damaged and could not be docked with the piercing rod and could not complete the anastomosis. They used another stapler to complete the case. There was no patient injury.